Manufacturer narrative:
510k: this report is for a uss synthes pedicle screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: marty zdichavsky et. Al (2004), accuracy of pedicle screw placement in thoracic spine fractures, european journal of trauma vol. 30(4), pages 234-240 (germany) doi 10.1007/s00068-004-1422-9. The aim of this article is to evaluate the inter- and intraobserver reliability of the presented scoring system for determination of the accuracy of pedicle screw placement in the spine in a multicenter study. Between 1995 to 2000, a total of 30 thoracic pedicle screws were reviewed by 50 observers in 14 hospitals experienced in spinal trauma were included in the study. Pedicle screws of the universal spine system were used for dorsal stabilization of traumatic thoracic spine fractures. Inter- and intraobserver reliability of the presented scoring system for assessment of the accuracy of pedicle screw placement was determined, the percental agreement of the grade of each pedicle screw and the percentage of pedicle screw revision with or without postoperative deterioration of neurologic symptoms was evaluated. The mean duration of follow-up is unknown. The following complications were reported as follows: inter- and intraobserver agreement (tables 5 and 6) of pedicle screw revision shows that revision of grade iiia and iiib screws was recommended predominantly for pedicle screws without accompanying deterioration. A suggestion of pedicle screw revision inclined when neurologic symptoms appeared postoperatively. Especially grade ib, iib, iiia and iiib pedicle screws were recommended to be revised. This report is for a uss synthes pedicle screw. This is report 1 of 1 for (B)(4).